Event description:
It was reported that the low reservoir alarm triggered on (B)(6) and the empty reservoir alarm triggered three days after that. On the day prior to report, the patient began experiencing increased pain and went into the emergency room that night. It was indicated that the patient received oral dilaudid while there. The device system was used to deliver clonidine, bupivacaine, and dilaudid. Two days later, it was reported that the patient had missed her refill date. She heard the alarm on (B)(6) and went into the emergency room. There, she was admitted and treated for pain and withdrawal. The pump was refilled on the following day and the patient was released from the hospital two days after that, once the pain and withdrawal were under control.

Manufacturer narrative:
Concomitant products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8598, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).